Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse confirmed that there were repeating errors 32098, 32100, 23211, and 23062 requiring fault recovery and the disabling of universal surgical manipulator (usm) 1 to continue. Therefore, the fse replaced usm1 (part no: 380647-28 (B)(4)). The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the complaint of error code 3209 on the acm occurred via remote fe but not replicated in house. The unit was tested on the in-house system in normal mode with no triggered errors. The unit was also tested on the pftp and passed the following: fiber test, sine cycle, cva, friction and advance brake test. The ice pack test was performed for an hour and restarted on the system in normal mode with no triggered errors. As a precaution the acm will be replaced to address the customer reported problem. A log review confirmed the procedure date on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that after a da vinci-assisted sliding hiatal hernia surgical procedure, the customer called the technical service engineer (tse) and stated that there were recoverable faults. The customer stated that they were undocking when errors happened. The customer had restarted but the errors came back. The customer had cases later that day but could use 3 arms. They stated that they have a case the next day that would need all 4 arms and would like the issue resolved as soon as possible. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the event was confirmed to have taken place on (B)(6) 2022 via system (B)(4) during a hiatal hernia procedure. Furthermore, arm 1 was noted to have been disabled during the procedure. There was no patient injury or fragment fall into the patient. There was an approximate procedure delay of 30 minutes. Patient demographic information was not available.